Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative (rep) indicated the system had been implanted on (B)(6) 2024 and explanted on (B)(6) 2024.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that an infection was suspected. No infection was proven but the pump was explanted for precaution on (B)(6) 2024. The catheter was also explanted on (B)(6) 2025. The system was replaced on (B)(6) 2025. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. At the time of this report, the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had ¿c/o¿ burning at the pocket site for the past five days and generalized itching since they refilled the pump with drug on (B)(6) 2024. The patient was given hydroxyzine which improved the itching but continues to have a burning sensation. The healthcare provider (hcp) stated that she was also given prophylactic keflex for possible infection to the pump pocket, but they do not believe there was a active infection. The hcp has no refill procedure symptoms because a home health agency did the refills. Discussed imaging and cap dye study. Additional information was received from a healthcare provider via a company representative stated that a pump pocket infection was suspected. There were no known environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting, action, or intervention was observed. Outcome: the issue was resolved. The patient medical history was asked but not available due to legal/confidential reason.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.